Event description:
It was reported that upon interrogation of the pulse generator, a message stated invalid diagnostics needed to be cleared. After clearing the diagnostics and re-interrogating the device, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.